Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received a supplemental form will be completed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction reported by the customer could not be duplicated or verified. However, a different issue was identified.

Event description:
It was reported that there is a white rectangle displayed on the right side of the "2" button on the unlock screen. Reportedly, the touchscreen is unresponsive. Customer had elevated blood glucose levels (260 mg/dl).